Event description:
Dr. Called and said that she had a pt recently that had a negative result with this test but the over the counter test taken before was positive. They sent sample out for quant and came back 55 miu/ml. This was not a first morning urine and that is why it could be diluted.

Manufacturer narrative:
Retention device testing pending.